Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis without the stent. The stent was not returned for analysis. The stent was deployed in the patient and used to complete the procedure. The balloon was reviewed. The balloon wings were relaxed and subjected to positive pressure. Dried medium was noted within the balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a break in the mid-shaft portion 154mm distal of hypotube/mid-shaft bond. A kink was noted in the inner/outer shaft polymer extrusion 16mm distal to the exchange port. The exchange port was damaged; it was stretched by 9mm. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 4.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. After pre-dilation, the stent was deployed with no issue. However, upon removing the stent delivery system (sds) using a non-bsc extension guide catheter, severe resistance was felt and the device got detached. The device was completely removed with the non-bsc extension guide catheter and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 4.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. After pre-dilation, the stent was deployed with no issue. However, upon removing the stent delivery system (sds) using a non-bsc extension guide catheter, severe resistance was felt and the device got detached. The device was completely removed with the non-bsc extension guide catheter and the procedure was completed. No patient complications were reported.